Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture, loss of sensing and high impedance. The lead was capped and replaced. No patient symptoms were reported.